Event description:
Sales representative reported that this patient underwent a rotator cuff repair and approximately three weeks post-operatively returned to the hospital with pain. Surgeon performed an arthroscopy and found that the quick-t had pulled free. It is noted that the surgeon repaired the cuff. It was confirmed that the bar was removed and the anchor remains in the patient. The surgeon fixated the area with the use of a suture anchor. Sales rep. Did not know the patient's rehabilitation schedule, but felt this doctor does utilize standard practice. Procedure was performed nearly three weeks earlier and rep has no reports of any further issues.